Event description:
It was reported that insulin deliveries had been stopped. Additionally, the pump history was missing data despite being in use. Customer¿s blood glucose level was 500 mg/dl. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.